Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic with multiple noise alerts. The noise was reproducible with isometric exercise. The lead remained implanted. No further information could be obtained.

Event description:
New information received noted that the right ventricular lead also had abnormal pacing impedance. The lead was explanted on (B)(6) 2018. Patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 43.5-44.0 cm from the distal tip. Internal insulation abrasion was noted at 6.5-7.0 from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 6.9-7.0cm from the distal tip with no damage to the etfe cable. Internal insulation abrasion was noted at 6.5-6.9 cm from the distal tip. Lastly, and internal abrasion was noted at 7.0-7.7 cm from the distal tip with no damage to the etfe coating. The area in which the etfe coating was abraded is consistent with the observation from the field of abnormal lead impedance.